Manufacturer narrative:
On the morning of the event, resins were changed in the customer's water system. The issue did not re-occur. The investigation did not identify a product issue. The issue is consistent with incorrect pre-analytic sample handling.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the na electrode on a cobas pro ise analytical unit. The second sample also had discrepant results for the k electrode and cl electrode. The first sample initially resulted in a na value of 127.1 mmol/l on (B)(6) 2023 and it repeated as 134.7 mmol/l on (B)(6) 2023. The second sample initially resulted in the following values: na = 129.4 mmol/l. K = 4.88 mmol/l. Cl = 96.5 mmol/l. The second sample repeated with the following values: na = 163.0 mmol/l k = 6.14 mmol/l cl = 121.0 mmol/l

Manufacturer narrative:
The lot numbers and expiration dates of the na, k, and cl electrodes were requested but not provided. The investigation is ongoing.